Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection found no damage to the cannula seal. The seal could not be tested for an air leak due to no fixture availability. There was no problem detected. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to errors or complications using the accessory reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. This issue can be resolved by using an alternate accessory to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The part involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, at the beginning of the procedure after attaching the seal to the robotic trocar, a significant audible leak was detected, even with the placement of robotic forceps. Due to this issue, it was not possible to continue the procedure using the seal, requiring immediate replacement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: at the time of the team's visual analysis, no apparent damage to the seal had been identified. However, the component has been separated to be sent for further technical analysis if necessary. According to the surgeon's report, the loss of insufflation occurred suddenly, possibly due to a faulty seal during the handling of the instruments, with loss of gas and consequent inadequate sealing of the surgical instrument. There were no adverse effects or injuries to the patient. The procedure was carried out safely and without any clinical complications related to the incident.